Manufacturer narrative:
Additional narrative: additional procode: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during receipt on (B)(6), 2021, the implant was not received; only a sealed bag without the implant inside. This report is for a 2.4mm va locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: supplier-mark two engineering / inspected, packaged and released by: monument, manufacturing date: 11-nov-2021, part number: 02.210.116, 2.4mm va locking screw stardrive 16mm, lot number: 465p787 (non-sterile), lot quantity: (B)(4). There was a two-piece count variance (under count) , vendor machine. Two pieces were scrapped , incoming inspection, after being dropped. There was a one-piece count variance (under count) vision sort. Production order traveler met all inspection acceptance criteria apart from the two pieces (dropped) noted. Inspection sheet, incoming inspection, met all inspection acceptance criteria. Inspection sheet, final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Packaging label log (pll) lmd was reviewed and determined to be conforming. A total of 237 labels were printed; 235 labels were used on product; 1 label was used on the pll and 1 label was destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿received sealed bag without the implant¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The product was returned to depuy synthes and sent to manufacturing site: jabil monument for evaluation. The jabil monument team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va lockscr ø2.4 self-tap l16 sst was found to be missing from the sealed and labelled packaging. Per the complaint and accompanying photographic evidence, the complaint condition was confirmed as a non-sterile package with missing product. The affected part was not returned and the condition was confirmed based on the photographs provided. The dimensional inspection was not performed due to missing product in the package. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the va lockscr ø2.4 self-tap l16 sst. The root cause of the complaint condition can be confirmed due to the manufacturing issue. The received condition of the va lockscr ø2.4 self-tap l16 sst confirmed that the screw is missing in the packaging. Jabil monument initiated non-conformance (nc): to further evaluate and determine the manufacturing error in detail that led to the complaint condition. Any further actions will be determined under the non-conformance opened at jabil monument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.